Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016, there was an intermittent power issue with the pump that progressed to a no power issue on (B)(6) 2016. There was reportedly an issue with short battery life and a review of the pump history noted, the battery life was less than expected. Batteries reportedly were replaced multiple times without resolve. There was no indication of damage to the pump. There was no reported adverse event associated with the reported incident. This complaint is being reported due to the alleged power issue with the pump.